Manufacturer narrative:
Concomitant medical products: model: a2dr01, implantable pulse generator (ipg), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) system was extracted. No further patient complications have been reported as a result of this event.